Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intubation procedure, the videolaryngoscope exhibited multiple issues including the device light being too dim to complete the procedure, the light dimming and going out in the middle of intubation, device glitching, the screen displaying speckled odd dots regardless of blade attachment, with blue loading screen then it goes black showing only battery level icon. Inability to load a picture with a new battery, poor picture quality, and inability to see anything during use due to darkness. The device malfunction occurred intra-operatively. Cleaned and stored away between every use and day of work. A known good battery was attempted but did not resolve the issue. Persisted after removing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted multiple small dots on the display and a blue tint to the display. Functional testing was done by pushing the power button and the device's camera led light would not turn on. It was reported that the videolaryngoscope exhibited multiple issues including the device light being too dim to complete the procedure, the light dimming and going out in the middle of intubation, device glitching, the screen displaying speckled odd dots regardless of blade attachment, with blue loading screen then it goes black showing only battery level icon. Inability to load a picture with a new battery, poor picture quality, and inability to see anything during use due to darkness. A potentially related device issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.